Event description:
Technical services received a call on 9/27/11. Caller stated that this atrial lead has pulled back. Atrial lead is in the pocket. There are no patient symptoms, shocks or pacing inhibition. Physician is dr. (B)(6) at (B)(6). Caller states patient seen today in follow up and all measurements abnormal. Plan is for revision on (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).